Manufacturer narrative:
At this time, it is not clear what caused the bowel perforation. As reported, the bowel appeared to have indentations from contact with the head of the fasteners. Which fastener, capsure, sorbafix or securestrap, caused these indentations has not been identified. As reported, when the patient returned to the theatre, the securestrap tack was found protruding from the abdominal wall. The IFU for the capsure fixation device contraindicates "carefully inspect the area in the vicinity of the tissue being fastened to avoid inadvertent penetration of underlying structures such as bone, nerves, vessels, and viscera. Use of the capsure permanent fixation system in close vicinity of such underlying structures is contraindicated." A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. Review finds no other complaints have been reported for this lot hubs0072 of (B)(4) units manufactured in june of 2017. At this time the information provided is limited. Additional information has been requested. If/when additional information is received, a supplemental MDR will be submitted. An additional MDR has been submitted for the sorbafix fixation device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Patient underwent surgery on the (B)(6) 2018 for laparoscopic repair of parastomal hernia left side. He returned to the theatre on (B)(6) 2018 following sudden deterioration and sepsis. A tiny pin point hole in the small bowel was found which was leaking small bowel fluid. At this time there were areas of the small bowel which looked like the tacker head imprints on the bowel. Single use tackers used for the procedure were: sorbafix, capsure and securestrap. On the (B)(6) 2018 the patient returned to theatre for change of vac dressing and the sharp end of securestrap tack was discovered sticking out of the abdominal wall.

Event description:
Patient underwent surgery on the (B)(6) 2018 for laparoscopic repair of parastomal hernia left side. He returned to the theatre on (B)(6) 2018 following sudden deterioration and sepsis. A tiny pin point hole in the small bowel was found which was leaking small bowel fluid. At this time there were areas of the small bowel which looked like the tacker head imprints on the bowel. Single use tackers used for the procedure were: sorbafix, capsure and securestrap. On the (B)(6) 2018 the patient returned to theatre for change of vac dressing and the sharp end of securestrap tack was discovered sticking out of the abdominal wall. Addendum as reported by the user facility: the implants used were cook biodesign and covidien parietex. The sorbafix device was tried and it did not work, so there are none of those tacks inside the patient's abdomen. No bowel injury was experienced prior to closing the patient. It was believed by the user facility that the capsure device caused the impressions on the bowel, but did not cause the perforation. It was not certain how many capsure fasteners were placed. There were no issues with the capsure device at time of use reported.

Manufacturer narrative:
This is an addendum to the previously submitted emdr to document additional information provided through the user facility. Based on the information provided by the user, the impression of fastener heads on the bowel observed during the revision procedure are believed to be from the capsure fasteners. They report that the impressions on the bowel did not cause the perforation. At this time the cause of the bowel perforation is not identified. It was reported that the patient returned to the theatre for change of a vac dressing and the sharp end of securestrap tack was discovered sticking out of the abdominal wall at that time. A manufacturing review was performed and found that the lot was manufactured to specification. Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.